Manufacturer narrative:
(B)(4).

Event description:
It was reported there was concern about an infection. It was felt an infection occurred over the weekend. The pump was being used to deliver baclofen. Additional information was requested but was not available as of the date of this report.